Event description:
Questionable pca malfunction. Patient status post for right colectomy. Ordered pca postoperatively with hydromorphone 6 mg/30 ml concentration. Dosage of 0.3 mg with 5 minute lockout and a four hour limit of 5 mg. New syringe input into pca at 1550 (30 ml). At 1810 2.8 mg showing as infused but syringe was empty. Unable to rouse patient, code called for respiratory arrest, patient given 3 ampules of narcan and was arousable, transferred to intensive care for overnight monitoring.upon further investigation, it was determined that an entry error led to the event. Changes have been made to minimize this risk from occurring in the future.